Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and a clot issue occurred. After ablation on the right pulmonary vein (rpv) at 90w 30 minutes after the catheter use, when the qdot micro catheter was removed from the patient's body to check for clot, it was confirmed that clot was adhered to the catheter. The clot was wiped away and the procedure was continued. There was no problem related to temperature, impedance nor irrigation. Total ablation time for the procedure was 24 minutes. The average contact force was within 10-15g. The irrigation setting was within the recommended range. The pre rf time and post rf time settings were set to pre rf time/2s, post rf time/4s. It was attached to the proximal side. The power setting was set to 90w/50w. There was no patient consequence reported. Additional information was received on 13-jun-2024. The system did not present any error message nor did the physician/user see any product problem. The qmode+ and qmode were used for this procedure. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The ngen generator automatically controls appropriate irrigation flow according with the temperature. The duration of ablation was not greater than 60 seconds. Around 10 seconds. Additional information was received on 20-jun-2024. The patient has not exhibited any neurological symptoms since the procedure was completed. Additional information was received on 25-jun-2024. The temperature cut off was set to 47-55. The noted temperature, impedance power: temperature: 39-55, impedance: 80-90o, power: 50 w, 90 w. Heparinized normal saline was used. Set to respiration setting: on, stability: 2mm.3s, tag: 3mm. The color options used was fti.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. After ablation on the right pulmonary vein (rpv) at 90w 30 minutes after the catheter use, when the qdot micro catheter was removed from the patient's body to check for clot, it was confirmed that clot was adhered to the catheter. The clot was wiped away and the procedure was continued. The device evaluation was completed on 26-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/ clot issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The off label issue was confirmed due to the clot was wiped off and continued the procedure. The instruction for use contain the following recommendations: to prevent thromboembolism, intravenous heparin (target act of > 350 s) should be administered prior to or immediately following transseptal puncture during af ablation procedures; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿clot¿ issues. Investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿the clot was wiped away¿ (off label use) issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).